Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -15.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned dry in a lens case/vial. Visual inspection found the optic torn, haptic torn and broken, and a scratch. Conclusion code: as per dfu for this lens model, vicls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).